Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when using the metal impactor the plastic gray tip split in half. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (lot, UDI), g3, h1, h2, h3, h4, h6, h11. Reported event was confirmed as visual examination of the provided pictures identified a fractured grey impactor pad that is covered in blood. However, this item is manufactured with a black impactor pad, epoxied at the time of manufacture. Fracture analysis cannot be completed without product return. Handle subcomponent shows signs of repeated use with nicks and scratching throughout. Part and lot information verified from etch. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was noted that the impactor pad of the device was exchanged despite being epoxied at the time of manufacture. However, it is unknown if this caused or contributed the reported event. As such, a definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.